Manufacturer narrative:
Date of event: exact date unknown, event date used was the date when the patient first went to the emergency room.

Event description:
It was reported that the patients ipg incision had opened, and the patient went to the (ER) emergency room.

Event description:
It was reported that the patients ipg incision had opened and the patient went the (ER) emergency room. Additional information was received that patients symptoms were not device or procedure related and could be related to patients activity and hygiene. The patients incision site were healing.